Event description:
Patient was revised to address pain. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/19/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, and increased metal ions (no labs). The stem was revised on (B)(6) 2015 for loosening-it is now being coded for loosening. There is no new additional information that would affect the existing investigation. The complaint was updated on:12/3/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The customer reports the patient was revised to address pain. Doi (B)(6) 2004 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Per the initial reporting; patient x-rays are not available for examination. A complaint database search finds no other pain related reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
UDI: (B)(4). Corrected: middle initial.

Event description:
Ppf alleges metal wear and metallosis. Added law firm, patient middle initial and updated product details.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.